Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the issue occurred again.